Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they were able to confirm the issue. The fse retightened loose connections in the internal tubing. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.